Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting to implant the left ventricular (lv) lead, the guidewire was unable to be advanced in the lead. The lead was not used and a new lead was implanted. There were no patient consequences.